Manufacturer narrative:
Ventec made multiple attempts to contact the reporter, a distributor, in order to have the broken patient circuit returned for evaluation; however, those attempts were unsuccessful. The broken patient circuit was not returned for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the passive patient circuit's valve separated from the tube during patient use. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, information for the vocsn device was not provided by the reporter, nor was the lot code of the broken patient circuit.

Manufacturer narrative:
Corrected information for follow-up medwatch section e1, (B)(6). Section e4, initial reporter also sent report to FDA? Stated: unknown. Section e4, initial reporter also sent report to FDA? Should have stated: no. Section g2, report source, of the initial medwatch report stated: distributor. Section g2, report source, of the initial medwatch report should have stated: company representative. Section h10, additional manufacturer narrative, of the initial medwatch report stated: h6: ventec made multiple attempts to contact the reporter, a distributor, in order to have the broken patient circuit returned for evaluation; however, those attempts were unsuccessful. The broken patient circuit was not returned for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR. Section h10, additional manufacturer narrative, of the initial medwatch report should have stated: h6: the broken patient circuit was not returned to ventec for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.